Manufacturer narrative:
The system controller backup battery returned only. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. There was no log file submitted for review. The returned 11v backup battery was tested using the investigation process reference form and was found to be depleted. The battery returned with a measured voltage of 0 volts. The battery was charged by applying voltage directly to the cells but was still not able to appropriately operate a pump for at least 15 minutes. The backup battery alarm was reproduced. The backup battery was manufactured on 01jun19 and was therefore not past its expiration date. Further troubleshooting was performed, and the battery sleeve was removed exposing the pcb. Thermal fuse f1 was found to be open and cell 3 was fully depleted. A wire was soldered to either side of the fuse to bypass it and the cell was charged. This resolved the backup battery fault alarm. A manufacturing task was opened to investigate the open fuse on the battery. Two good batteries were used to determine the potential acceptance of the bad f1 fuse via receiving inspection. One good battery was reworked to remove f1 fuse. Both batteries were then sent to ri for testing. The battery with the f1 fuse removed failed testing. The other battery passed. Receiving and inspection testing detects failures associated with f1 fuse. Therefore, this battery failure was not related to manufacturing defects. System controller, serial (B)(4), was not returned for analysis and is still in use. Additional information provided on 19sep19 stated that replacing the battery resolved the alarm. A root cause for the reported event was determined to be component damage on the backup battery pcb. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery was installed to the primary system controller and backup battery fault immediately alarmed after the installation. The backup battery and the system controller connection pins were inspected. The backup battery was reinserted and the alarm persisted. The backup battery was exchanged and return to abbott for investigation.